Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center reporting that the setup area had been leaking from an unknown source during fill 3 of 4 on the homechoice (hc) machine. The nurse was unable to get near hc machine with a phone. The technical service representative (tsr) provided instructions for ending therapy early. The nurse stated that she could find no leaks in the setup, but there was water on the floor near hc machine. The nurse would end therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse regarding the leak, it was revealed that she was not aware of the leak. However, the nurse confirmed that the hp is continuing therapy and that the hp did not report any defects on the supplies. No allegations were made against any of the hp's dialysis products. No patient injury was indicated. No further information was provided.